Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared. The customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. The customer administered a correction bolus via the pump to address the bg. In addition, it was reported that the pump indicated a data log corruption. Reportedly, customer continued using pump for insulin therapy.